Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the right ventricular lead exhibited high pacing impedance despite multiple repositioning attempts. The lead was exchanged during procedure on 06 aug 2020. The patient was recovering post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.